Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, pump received with a high idle current due to moisture damage on the lcd board and motherboard. The insulin pump was also received with moisture damage keypad traces. No moisture damage on the motor, interface board, radio frequency board, vibrator and battery tube. No unexpected lines or blinking lines on the screen during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the river while connected to the insulin pump. Customer's blood glucose was 160 mg/dl. The customer reported fluid was present under the lcd display. The customer also reported a crack by the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.